Event description:
Customer reported experiencing high blood glucose levels, leading to hospitalization but not admission to the ICU. The incident was diabetes-related, suspected to be caused by an occlusion, and no injury occurred. There was no adverse impact from ketones, and the cartridge, infusion set tubing, cannula, and insulin showed no issues. Customer attempted to resolve the blood glucose issue using multiple daily injections and received intravenous fluids and insulin, which successfully resolved the problem. Customer remained hospitalized with no permanent damage identified.